Event description:
No blood glucose levels reported. It was reported that the piston of the insulin pump was not properly sensing the reservoir. It was also reported that the customer was unable to exit the prime loop on the insulin pump. There were no alarms in the alarm history of the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.